Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 21x1-1/2 rb tw had foreign matter. The following information was provided by the initial reporter: ants found in the boxes of materials.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was determined to be a service issue and not a manufacturing failure.

Event description:
This complaint was determined to be a service issue and not a manufacturing failure.